Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event, and a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the slda appears to be due to challenging patient anatomy. The reported additional therapy / non-surgical treatment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). T was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. There was part of the posterior leaflet missing, lateral to a2/p2. The clip delivery system (cds) was advanced to the mitral valve and placed in position. The physician tried to get as close as possible to the defected leaflet. After the clip was deployed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). One clip was implanted for stabilization, reducing the mr to 1. The patient was confirmed to have a good outcome. No additional information was provided.